Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, in a patient participating in the trifecta ide, this 25 mm sjm trifecta valve was implanted in the aortic position and a non-sjm product was used for concomitant mitral valve repair. The patient failed to return for annual visit in 2015 and on review of the emr, it was discovered the patient was admitted to an affiliated hospital for an unknown reason in (B)(6) 2015, with discharge on (B)(6) 2015. An echocardiogram showed severe aortic stenosis. Per the emr, the patient expired on (B)(6) 2015, at home from an unknown cause. Of note, prior to may hospitalization, the patient was drinking 3-4 gallons of water daily.